Event description:
Per the clinic, the patient experienced a performance decrement and subsequent loss of connection to the internal device. The patient is being clinically managed by the health care provider.

Manufacturer narrative:
It was reported the device was explanted on (B)(6) 2018 and the patient was re-implanted with a new device during the same surgery. This report is filed on january 10, 2019.

Manufacturer narrative:
This report is submitted on march 25, 2019.